Event description:
It was reported that a patient underwent a radical gastrectomy on (B)(6) 2024 and suture was used. It was reported that the needle had been found broken in the newly dispensed suture when preparing for a radical gastrectomy for gastric cancer surgery. Changed another one to continue the surgery, the same problem happened. Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/27/2024 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: only one lot number was provided. Please provide the lot number for the other product involved: unk investigational summary: the product received for analysis was identified as product code w9236t. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed at the suture attachment of sample b. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of sample revealed the fractures was composed of microvoid coalescence, which is evidence of a ductile overload failure. These was ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related reports: 2210968-2024-01971.